Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the error was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving error 4 error message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.